Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
In (B)(6) 2016, the patient underwent right side si joint arthrodesis where three implants were placed. A follow-up CT scan the following day revealed than an implant had not fully crossed the si joint into the sacrum. The patient did not have any pain complaints. The surgeon performed a revision surgery a few days later where he advanced the second implant further across the si joint into the sacrum for a better long term outcome. The status of the patient following the revision surgery is not yet known.